Event description:
In the cusotmers words: "hi, my name is (B)(6). My phone number is (B)(6). I was going to get information on one of your qc vials for your rom plus, the positive qc. One of the glass shards from the product actually broke through the vial and entered my finger. And I'm just trying to figure out what exactly was in the solution if you can give me a call back because I know you should get the chance I'd appreciate it. Thank you so much. Bye." 1st and 2nd attempt to call back with no response ((B)(6) 2023) phone conversation on (B)(6) 2023; customer states they did not use the included safety sleeve for the positive control vial.

Manufacturer narrative:
The complaint is confirmed. No product evaluation could be performed, however, the complaint is considered confirmed because the customer described the incident over the phone. Investigation description a DHR review could not be performed because the lot number is unknown. The number of mfg caused devices field and DHR review section will remain blank. Risk assessment rom fmeas do not address this failure mode. Updates to relevant fmea documents will be made to address this type of failure and its associated risk. Root cause analysis inadequate IFU - the IFU does not mention the use of the vial safety sleeve.